Event description:
The manufacturer's reported that a patient with a drug delivery system that has been implanted for "years" has "recently noticed a tingling sensation to the lower extremities which is new". No additional information has been made available to us.